Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.5¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d150923-1). The control solution tests for level low are 56/59 mg/dl; for level high are 283/289 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Because the returned strip from patent was storing in a baggy, not the original test strip vial, we believe the strips were moist because of storing the strip in a uncontrolled or improper environment which lead to high reading of our device. (B)(4).

Event description:
Our importer, (B)(4), received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:00am. Patient stated that she tested her blood glucose and received a high reading that alarmed her. The reading on the prodigy meter at the time of event was 555mg/dl. Patient was experiencing symptoms of dizziness and headache. Patient tested 3 additional times with the prodigy meter with results of 452mg/dl, 451mg/dl and 552mg/dl. Patient's normal blood glucose around this time of day is 200-250mg/dl. Patient called ER and was advised to come to ER. Patient went to hospital on her own. Patient glucose reading upon arrival at hospital was 100mg/dl with the hospital's meter. No treatment was administered to patient at hospital. Patient's glucose prior to discharge was 100mg/dl. Patient's total stay at hospital was 1 hour. Additional details: also, patient was storing test strips in a baggy, not the original test strip vial. Prodigy diabetes care sent prepaid envelope requesting return of suspect device.